Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings: during investigation, the black box showed multiple cs 162 alarms due to the force equal zero and cs 163 "no cartridge detected. The ez-prime steps were performed correctly with no cs alarms occurring. The original complaint was unable to be duplicated. The pump's cover was removed and there was moisture corrosion found.